Event description:
The customer contact reported particulate. It was reported that during priming prior to patient use, particulate was noted on the piercing pin of the tubing set. The particulate was described as a black spot. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.